Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 206 mg/dl at the time of the incident. Customers insulin pump noted that the critical block and inverse critical block did not add to zero. Customer also noted the device had an external flash crc error twice. After checking the error table, it was determined the device needed to be replaced. No troubleshooting was performed. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No external flash crc error alarm noted. However, pump error 15 alarm found in the pump history due to software error. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.